Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slimtip implant lead kit, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7219449.

Event description:
It was reported that one of the patients lead migrated. Surgical intervention may be taken to address this issue.

Event description:
Related manufacturer reference number: 1627487-2022-06527. Additional information received indicates that both leads migrated. Surgical intervention was undertaken on (B)(6) 2022, where two new leads were implanted, and old leads were disconnected and left in place. Therapy was restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.